Event description:
It was reported that during a da vinci-assisted surgical procedure, the handheld camera burned a hole in a drape because the handheld was not screwed on correctly. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: it was confirmed that there was no harm to the patient and surgical staff.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. Blank MDR fields: